Event description:
During an unrelated procedure, the right atrial (ra) lead was found dislodged. X- ray imaging was performed to confirm the ra lead dislocation. The ra lead was capped and replaced to resolve this event. The patient was stable.